Event description:
Patient states that in (B)(6) 2015, she had a procedure to treat hyperhidrosis of her underarms. On (B)(6) 2017 she began to experience lymphedema under both arms as well as pain and scarring. Pain and excessive sweating now affect her chest, abdomen and back. She adds that her body is no longer able to thermoregulate properly and she now overheats when in the sun and when emotional.